Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was also received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 250 mg/dl. The customer reported that the insulin pump is scrolling up and down witn no button press. No further detgails given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.